Event description:
During treatment of an lad lesion with the rotablator system a perforation occurred. An angioplasty balloon was used to seal the perforation.

Manufacturer narrative:
Investigation of the returned device confirmed the presence of body tissue and blue fibers (probably from the surgical tape) around the driveshaft. This finding is consistent with the device becoming entangled with the arterial wall during advancement. Saline residue present in the bearing made the advancer inoperable and therefore a conclusion cannot be reached regarding the advancer's performance during this procedure.